Event description:
Follow up information identified the physician explanted and replaced the ipg, resolving the issue.

Manufacturer narrative:
The reported event of ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish a connection between the charger and the ipg for longer than a few seconds. A replacement charger was used without success. A programmer was also unable to establish a connection for longer than a few seconds, and the error message ¿ipg battery is too low to turn stimulation on¿ appeared. Further troubleshooting efforts has thus far been unsuccessful. The patient has not experienced any traumatic event but has gained some weight since the implant of the device. The patient is awaiting guidance on the next plan of action.